Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that when replacing the battery all the memory was lost. The insulin pump turned on with an unexpected restart alarm. All the settings were lost. The insulin pump did not respond after replacing with a new battery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump lost all the memory and received an unexpected restart alarm after changing the battery due to a voltage leak on the interface board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked battery tube thread, a broken reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.